Manufacturer narrative:
Initial reporter facility name: public interest incorporated association regional medical promotion association tokyo bay urayasu ichikawa medical center the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted in the operating room. Used without issue during surgery. During catheter removal post-surgery, the sterile fluid did not drain, and the catheter was removed naturally. Since it was not secured during surgery, health professional suspected the balloon had entered the bladder with the fixation fluid already drained. Upon checking with air, the balloon gradually deflated.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjx4587. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) using in house syringe. However, upon inflation solution lumen to lumen leakage was present. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The possible root causes for this failure, per CAPA 11092653, are "funnel wall thickness to thin due to molding core pin shape" or "extruded tube diameter with variation causing leak in catheter funnel molding." Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was inserted in the operating room. Used without issue during surgery. During catheter removal post surgery, the sterile fluid did not drain, and the catheter was removed naturally. Since it was not secured during surgery, health professional suspected the balloon had entered the bladder with the fixation fluid already drained. Upon checking with air, the balloon gradually deflated. Per follow up information received via ibc on 29sep2025, stated that the summary of the event was difficulty in natural drainage or drainage, suspected sterile water leakage.